Event description:
Additional information received reported the patient had good coverage. The reporter stated that all situations had been resolved.

Event description:
It was reported the patient was going to have a pocket revision because the implantable neurostimulator (ins) was in an uncomfortable spot. The reporter stated the ins was currently in the patient¿s buttocks and they were going to move the ins on the day of this report. The reporter stated the ins location had been uncomfortable for about two months. Additional information received reported a healthcare professional was tightening a set screw and did not hear the click. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-02, product type accessory. (B)(4).